Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings and 1 remaining sensor passed per specification with accurate readings. Analysis also found both sensors with cannula bent. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that sensor was giving inaccurate readings. The customer reported that the sensor was bent. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 247 mg/dl at the time of call. The sensor will be returned for analysis.